Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. An impedance check was performed intra-operation on (B)(6) 2017 and there were some impedance issues on the 0-7 side. No further complications were reported. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient had to "avoid" level impedances on three electrodes in interop testing. Cleaning and re-inserting resolved the issue. No further complications were reported.